Event description:
It was reported the right atrial (ra) lead was part of a full system explant due to infection. The procedure was completed successfully. No additional adverse patient effects were reported.

Event description:
It was reported the right atrial (ra) lead was part of a full system explant due to infection. The procedure was completed successfully. No additional adverse patient effects were reported. Additional information was received from the field that noted the patient had a revision procedure to move the system to the right side due to lack of venous access. A couple weeks after the revision procedure, the patient developed an infection on the left and right side. As a result, the entire system was explanted.

Manufacturer narrative:
This report contains updates from additional information received. This includes fields b5: describe event or problem along with any other relevant fields have been updated.